Event description:
It was reported that the iodine of the minicap was in the pouch and not in the minicap. The patient stated the minicap was partially dry. The patient stated the sponge had iodine in it but not towards the top of the sponge. The packaging was not opened or damaged prior to use and the minicap was stored at room temperature. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 7 of 20.

Manufacturer narrative:
(B)(4). As the minicap was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.